Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope¿s channel tube and nozzle were clogged. The issue occurred during an unspecified procedure. The intended procedure was completed using a similar device. There was no delay and the patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unknown. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.